Event description:
Per the audiologist, in 2008, the patient reported intermittencies when using the cochlear implant system. The patient also reported "squeaking" and pain. Exchanging the external equipment did not solve the problem. A visual inspection of the implant site did not show any anomalies. Results of an integrity test done at about four days later were consistent with normal receiver/stimulator function with multiple electrode faults. The patient's device was explanted at about 11 days later, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.